Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, a ruby coil was successfully placed in the target vessel using the microcatheter. The physician then advanced the pod pc through the microcatheter to the target vessel and attempted to place the pod pc. However it would not form; therefore, the pod pc was removed. The procedure was completed using another pod pc and the same microcatheter. There was no report of an adverse effect to the patient.